Manufacturer narrative:
A2: the patient was an infant. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed the infusion was complete; however, there was still volume to be infused. This occurred during a blood transfusion. The patient did not receive the remainder of the transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.